Event description:
International affiliate reported the tip of the screwdriver broke off during screw insertion. The screw was left in place and surgery continued without incidence. Affiliate cannot confirm the whereabouts of the broken tip.

Manufacturer narrative:
Visual examination of the returned driver confirmed the tip to have broken off. Review of device history records confirmed the instrument was manufactured to specification requirements. The root cause cannot be positively determined. However, the application of atypical force upon the driver during screw insertion can result in this type of breakage. Material fatigue, the result of wear from usage over time, may also have contributed to the damage. At this time, the complaint is considered to be closed.

Manufacturer narrative:
No conclusions can be made. Device is not available for evaluation. Lot number is unknown. However, breakage may be due to the application of atypical force upon the driver during screw tightening. Material fatigue, the result of wear from usage over time, may also have contributed to the damage. Device not returned.